Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. The customer sent an image of a box for the bd ultra fine nano 4mm pen needle with the lot number 1307012, however, the reported issue of separate (outer cover from pen needle), and unable to attach as intended (outer cover) could not be determined based upon the photo. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. A complaint lot history check was performed on lot # 1307012 for separates (outer cover from pen needle). This is the 1st. Related complaint for separates (outer cover from pen needle) on lot # 1307012. A complaint lot history check was performed on lot # 1307012 for unable to attach as intended (outer cover). This is the 1st. Related complaint for unable to attach as intended (outer cover) on lot # 1307012. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the outer cover was difficult to replace and the pen needle was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter: it is hard to replace the needle cover as it has to be exactly correct then when you go to unscrew the needle for disposal it comes apart and it causes problems getting it off for disposal. Consumer stated that the "new design" makes it harder to re-cap when removing the needle from the pen for disposal.